Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the sensor required calibration after a calibration was entered. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue could cause an interruption of the continuous glucose monitor data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.